Event description:
It was reported that, during stoma closure in an unknown open surgery, the tissue was clamped, but the firing knob would not move forward and transection was abandoned. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4).date sent: 7/9/2026.d4: batch # 490d11.investigation summary:the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device.visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a sr75 reload loaded in the device. The reload had the proximal 2 drivers up with protruding staples and the remaining drivers down with staples present and the swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload, however, the reload was hard to fired and the fired cannot be completed. The staple line was incomplete since the right outer side only was partially fired 1/3 (4 single drivers). The reload pan was removed to verify the condition of the internal components and one leg of the knife assembly was damaged. Also, several body fluids were observed. Additionally, the device was tested for functionality with a test reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria.the condition noted on the knife assembly cause the reported event, however no conclusion could be reached as to how the leg became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.device history review:a manufacturing record evaluation was performed for the finished device batch number 490d11, and no non-conformances were identified.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.